Manufacturer narrative:
Internal complaint number: (B)(4). No further additional information was received concerning this incident.

Event description:
It was reported that the patient was transferred from the emergency room to ICU for symptoms consistent with an overdose. The patient was given a round of narcan which began to effectively combat overdose symptoms, after which the patient was put in an induced coma. The tox screens performed in ICU were negative. The patient's pump showed no error codes and displayed a correct reservoir volume. The patient later was treated as a stroke victim. The patient was intubated and had right side weakness. Currently, it is unknown if the patient symptoms were related to pump therapy.